Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported, the laser fiber broke during the laser litho procedure and caused fire at connection point. The procedure was completed with no delay. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier (B)(6), laser system model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6), laser fiber- tfl-fbx200bs, lot kr263481. This report being submitted is for report with patient identifier (B)(6), laser fiber- tfl-fbx200bs, lot kr263481.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section g2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the laser fiber issue could not be determined. A possible cause for the fiber breaking and catching fire at the connector end is mishandling of the device, such as putting incidental pressure near the strain relief. Olympus will continue to monitor field performance for this device.